Event description:
It was reported that increased capture threshold and increased pacing impedance were observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
Additional information received indicated a venography was performed, although the results are not yet available.

Event description:
Additional information was received indicating that lead damage is no longer suspected.